Event description:
It was reported, the pt is experiencing burning pain at the ipg site. The pain is intermittent and occurs regardless of which program is used. Follow-up identified the pt still has the burning sensations at the ipg site and was referred to an allergist for testing.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.